Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable pulse generator (pacemaker) was found in safety mode, a device status that permanently limits available therapy to specific settings, during a pre-implant interrogation. Technical services indicated not to implant the device. This pacemaker was returned for analysis. No patient involvement.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was found in safety mode, a device status that permanently limits available therapy to specific settings, during a pre-implant interrogation. Technical services indicated not to implant the device. This pacemaker is expected to be return for analysis. No patient involvement.